Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited variable left ventricular (lv) impedance measurements up to greater than 2500 ohms, and increased threshold measurements. No noise was observed. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.